Event description:
During the implementation of this alizea dr, I noticed several problems probably due to the tablet which pushed me to do this materiovigilance. At the start of interrogating the pacemaker it seemed to me that there was a loss of bluetooth connection. The connection icon was flashing but the real-time egm continued to function normally. Once the pacemaker was inserted into its compartment, I began the tests. I had many interface bugs at that time: button not accessible, test results not displayed... The only clickable button was printed on the egm banner in real time. By clicking on it, the printing was launched and the smart check button became available again. By clicking on them, all the buttons became available again and the results were displayed on the test screen. The problem was reproducible and I was able to film it, I will send it to you as an attachment with the expert files. The tablet was in version 3.16.

Manufacturer narrative:
The conclusions are as follows: analysis of the provided expertise files confirmed the reported behavior. In-depth analysis revealed that this software issue most probably resulted from an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing and impedances tests leading to the temporary unavailability of the stop button (sensing test) and a blocked navigation with the results not displayed (impedance test). To solve this issue, there are two possible workarounds as follows: launch a nominal mode on the device, the sensing test will be stopped. Modify the egm channel (real time egm display) to force the screen¿s refresh. Nevertheless, it is recommended to ship back the tablet for a deeper analysis.

Event description:
During the implementation of this alizea dr, I noticed several problems probably due to the tablet which pushed me to do this materiovigilance. At the start of interrogating the pacemaker it seemed to me that there was a loss of bluetooth connection. The connection icon was flashing but the real-time egm continued to function normally. Once the pacemaker was inserted into its compartment, I began the tests. I had many interface bugs at that time: button not accessible, test results not displayed... The only clickable button was printed on the egm banner in real time. By clicking on it, the printing was launched and the smart check button became available again. By clicking on them, all the buttons became available again and the results were displayed on the test screen. The problem was reproducible and I was able to film it, I will send it to you as an attachment with the expert files. The tablet was in version 3.16.